Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 929 mg/dl and diabetic ketoacidosis. The customer expressed the following symptoms: nausea, vomiting, and generalized tenderness. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).